Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon implanted the intraocular lens (iol) and noticed visual damage to the center of the lens. The visual damage was described as a mark but not a scratch. The iol was removed and replaced during the same procedure. Another iol was successfully implanted. The patient was reported to be doing fine. There was no incision enlargement, vitrectomy, or sutures. No additional information was provided to abbott medical optics.